Manufacturer narrative:
Date of event: estimated since event was in (B)(6) 2020. Implant date: estimated since implant was in (B)(6) 2020.

Event description:
It was reported that the patient experienced a cerebral vascular accident and transient ischemic attacks (tia). It was reported via social media that the patient had chest pain and difficulty breathing about eight months post procedure. They went into the emergency room and a pericardial effusion was detected. The fluid was removed and the patient was sent home. About four hours after they were sent home, a cerebral vascular accident occurred. The patient has also had transient ischemic attacks after this event. The patient also stated they have a 3 centimeter opening in their left ventricle and has pericarditis. The patient stated they are considering open heart surgery for removal of the closure device.